Event description:
Additional information received indicates that the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-14907. It was reported the patient was experiencing strong electrical sensations in their leg by their knee after stepping off their riding lawn mower. Low impedances were observed on the patient's right lead. X-ray revealed both leads have migrated. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the low impedances, so it is being reported on both.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.